Manufacturer narrative:
Duragen (unknown product ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, since details of the case were provided, an assessment was requested to scientific affairs which concluded the following: ¿there is insufficient information on the incident to allow a determination. More information needed on the type of tumor, operative site and medical history of patient. The duraplasty would be performed to the end of the case, so very little time for a foreign body reaction to occur and to impact the blood pressure in this way. Giving adrenaline (bosmin) would increase blood pressure as it is a hypertensive; this is not indicative that there was a foreign body response. More likely is that the brain swelling due to the procedure was affecting vital signs, more so if the procedure was close to brainstem structures. Duragen is a very highly purified type 1 collagen and is unlikely to cause an acute allergic response.¿ based on the information provided and lack of sample availability for evaluation, the complaint is considered unconfirmed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (product ID unknown) was used during post-tumor dural closure, and the patient's blood pressure suddenly decreased during the procedure. Further details provided states that after the tumor was resected, an attempt was made to close with multi-layer duragen(in)+fat+duragen out+fibrin reconstruction. As patient's blood pressure dropped, foreign body allergy was suspected, and duragen was removed and the wound was closed with only fat. Intravenous injection of bosmin was given to restore blood pressure, and blood pressure returned. Fibrin was used for hemostasis. MRI study images were performed on (B)(6), and brain swelling was largely unchanged. The eosinophil count remained at around 0.1-0.4%. The removed duragen was discarded. Patient is in follow-up. When the patient's condition improves, it is planned to conduct a patch test with duragen.